Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel occlusion and vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an internal carotid artery (ica) aneurysm. After implantation of the fred in the ica, the stent did not appear to be completely apposed to the vessel wall and thrombus developed. Balloon angioplasty was performed and effient was administered to the patient, which successfully resolved the thrombus. There was no reported patient injury. The patient has recovered.